Manufacturer narrative:
(B)(4). Investigation completed and product evaluated: the returned meter did meet all the testing performance specifications. The meter is functioning properly as intended. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. Customer's relative is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 120 to 140 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 240 and 143mg/dl. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(4). Memory concerns:high results. The customer has not had any changes in diet, medication or exercise. The customer always takes the blood glucose test in fasting.